Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was also reported that the piston and keypad were blocked, and that the battery compartment was wet. A request was made to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.